Manufacturer narrative:
Block h6: problem code 2587 captures the reportable event of snare loop failed to cut. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned." Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed. Block h11: blocks h2, h6 and h10 have been updated based on the investigation closure for device not returned. Correction: sections h7 and h9

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, the snare was not cutting properly. Reportedly, the snare was securely attached to the active cord and no visible issues were noted with the cautery pins. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was used in the colon during a colonoscopy procedure performed on (B)(4) 2020. According to the complainant, during the procedure and inside the patient, the snare was not cutting properly. Reportedly, the snare was securely attached to the active cord and no visible issues were noted with the cautery pins. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.